Manufacturer narrative:
The insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, a21 error test and self-test. All operating currents are within specification. Off no power alarm functions properly. No unexpected low battery alarm noted. The insulin pump was programmed and monitored for 1 day, no blank display or display anomaly or blinking screen noted. The insulin pump was received with minor scratched display window, a small crack on the battery tube threads and on the reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her insulin pump alarmed low battery and now the display became blank. The patient's blood glucose at the time of incident was 297 mg/dl. Troubleshooting was initiated for the blank display. The customer's mother confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The mother also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.